Event description:
It was reported that the pt underwent a mitral valve repair in 2005. The coronary sinus balloon catheter was deflated and blood was noted in the syringe. The catheter was removed from the pt and blood was noted in the balloon. The balloon was re-inflated and it maintained pressure. No leakage of fluid was detected. Another catheter was pulled and used to complete the case. There were no adverse pt consequences.